Event description:
Cypress initially received a report of three nurses in the facility's sicu developing a rash after introduction of the medichoice ets nitrile gloves. Then, cypress learned of three more nurses reportedly from a different unit experiencing the same issue. Recently, the facility reported to us that they are amending their initial medwatch report because they had determined that all six nurses are from the same unit. Cypress does not have a copy of the amendment. Other catalog numbers 1773glv2003 and 1773glv2004. Other lot numbers mok01-04 and moj11-05.